Manufacturer narrative:
Device was not returned for evaluation.

Event description:
The reporter stated that the surgeon explanted a icm 125v4 in 2006, due to excessive vaulting, which was causing the pt to have an elevated iop, glaucoma, narrowing of the angle, angle closure and a shallowing of the acd. The lens was exchanged with a shorter icm lens. Pt's post-op visual acuity 20/60.